Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: there was no evidence of short battery life observed in the pump's black box. One low battery warning from normal usage was observed on (B)(6) 2015. The pump powered on with a dim discolored display. The battery compartment was found to be cracked. The pump's current draws were within specifications.